Event description:
It was reported that a high number of short interval counts (sic) were observed on a patient's device transmission. Non-sustained tachycardia (nst) episodes due to possible oversensing of noise on the right ventricular (rv) lead were also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2009 (B)(6); 5076-52 implantable pacing lead 2005 (B)(6). (B)(4).